Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the increased rate of unexpected reactive results observed with the cobas® taqscreen mpx 2.0 us-ivd assay is consistent with known performance characteristics of the assay. The instructions for use (IFU) for the us-ivd version outlines a slightly higher false positive rate compared to the ce-ivd version due to differences in the test definition file (tdf) used for result interpretation. A review of the provided data confirmed that all individual samples tested were non-reactive for all targets, and serology results were also non-reactive. No issues were identified with the reagents from the investigated lot (g11355), and no batch-specific trends or complaint patterns were observed. The device remains in operation.

Event description:
The initial reporter alleged an increased rate of unexpected reactive results in pooled samples when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. The reporter stated that these reactive pools resolved as non-reactive upon further testing. Data provided by the customer indicated that all individual samples tested were non-reactive for all targets. Serology results for the samples were also non-reactive.